Event description:
Device malfunction: vessel locator wings open, loss of resistance. Time of malfunction: during vessel closure. Symptoms/ae: hematoma. Time of symptoms/ae: after the procedure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. Reportedly, loss of resistance occurred and the device came out of the pt's artery. It was noted that the vessel locator wings were prolapsed. The pt experienced a small hematoma at the groin area. Hemostasis was achieved with manual compression. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not completed.